Event description:
On 01/18/22 a customer called hologic to report that a specimen did not repeat sars-cov-2 positive after retesting with the aptima sars-cov-2/flu assay from the same specimen lysis tube. Customer used assay lot 303906 on the panther plus instrument sn (B)(4) . The customer released the positive result.

Manufacturer narrative:
Hologic product applications reviewed logs from both worklists and did not observe any hardware issues or errors that could have contributed to discrepant results. Hologic customer product support reviewed aptima sars-cov-2/flu multiplex development data and confirmed that a sars-cov-2 ttime of 19.4 corresponds to sars-cov-2 analyte near or below the assay lod. A low level of analyte could be due either to environmental contamination, or low level of true analyte.no serious injuries were reported to hologic in association with this issue.